Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the pump touch screen to shatter and be rendered unreadable in certain areas. Customer¿s blood glucose level was 120-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issues were verified. The case issue could not be verified as it was not returned.